Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and the leads were capped due to a pocket infection. No further patient complications have been reported as a result of this event. It was further reported that a lead had eroded through the patient's skin and the physician elected to extract the leads from the patient.